Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020- 03577. Related manufacturer reference number: 2017865-2020-03581. It was reported that patient developed an infection. The implantable cardioverter defibrillator, the leads were explanted. No further information was available.